Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that the automated impella controller (aic) would not turn off. Upon restarting the aic an error message showing system error. The aic was replaced, and the issue resolved. There was no reported patient harm.

Manufacturer narrative:
The investigation has been completed. Data analysis: on (B)(6) 2024, (B)(6) had pmd communication issues resulting in a pmd reset. The following day, the console had cpld communication issues that prevented the console from shutting down. Before the console was sent back for investigation, the console was booted up into system self check as captured in (B)(4). Device analysis: this complaint was investigated alongside (B)(4) as both described symptoms of impellatronic communication failures. The failure mode was not reproduced despite power cycling. Root cause: the root cause of the system self check failure after rebooting was a cpld communication issue. The cause of the cpld communication issue could not be determined due to the inability to reproduce it.

Manufacturer narrative:
Corrections to the initial MFR report: g1 MDR reporting contact email. D2 device name has been updated. D9 device return date added. Updated h3 to device evaluation anticipated. H6 type of investigation code added.